Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 443 mg/dl. Customer had symptoms of high blood glucose such as large ketones and vomiting. High blood glucose began on (B)(6) 2017. Troubleshooting was performed for high blood glucose and it was found that cannula was bent. Infusion sets would be replaced.